Manufacturer narrative:
(B)(4). The service engineer (se)inspected the device, found the compressor had water traps and was too dirty. The se cross checked the flow sensor and found it faulty. The se replaced the flow sensor and cleaned the compressor. The ventilator was returned to use.

Event description:
It was reported the issue occurred during set up. There was no patient involvement. The tidal volume displaying on the screen was too high as compared to the set value and compressor was not building up the pressure and the ventilator generated an air loss alarm.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor was inoperative with tidal volume error. Patient involvement is unknown.